Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new batteries and screen had shadow on the display. The customer's blood glucose level was unknown. The customer also reported that the insulin pump had no delivery alarm and the insulin pump needed rewind each time the reservoir was changed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms, rewind anomaly and missing segments/partial display noted. (B)(4).